Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert for high rate non-sustained events and for the sensing integrity count. The lead re mains in use and no patient complications have been reported as a result of this event.